Manufacturer narrative:
Reliability analysis inspected an opened and used sensor and performed the bicarbonate buffer test. The sensor failed the test for low readings and also the cannula was split from the tubing.

Event description:
Customer reported via phone call lost sensor alarm. Troubleshooting for the lost sensor alert was performed. Customer advised they did not receive a new transmitter and the wrong transmitter ID is programmed in the insulin pump. Customer advised they are not sure if the sensor is fully inserted and flat against the skin. Customer also advised the radio frequency communication was not established. Customer was advised to discontinue use of the sensor and revert to a backup plan. Customer was advised that the sensor would be replaced and agreed to return the product for analysis.